Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon the first use of the device, the clip was stuck and cut the cystic artery. No more details provided by the customer. No patient consequence was reported.

Manufacturer narrative:
(B)(4). (Device b): (B)(4); exp date = 02/23/2014, 3/23/2009. Indicator wheel failure, jaw or cam interface is disengaged. Device (a) was returned with excessive dried body fluids. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related with the incident reported. Device (b) was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident.